Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent oversensing of p-waves. The health care professional (hcp) tried adjusting the sensitivity to avoid the oversensing but this was not effective and the sensitivity was returned to nominal. Technical services confirmed the p-wave oversensing and agreed adjusting sensitivity would risk missing true vt/vf episodes. The intermittent nature has not yet led to oversensing significant enough to store an event. Technical services discussed performing x-rays to evaluate the position of the coil relative to the valve; if the coil is near or across the valve that can result in the observed oversensing of the atrium in an integrated bipolar lead because the entire coil is active. It was recommended to continue monitoring the lead and to consider turning on the yellow latitude alert for nsvt events, so sensing can be reviewed should any episode be stored. No adverse patient effects were reported. The rv lead remains implanted and in service.